Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are late seroma, pain, hardness, migraines, fatigue, cardiomegaly, brain fog, and respiratory issues. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "hard as a rock," "it feels like there is fluid," "pain under the armpit area," and "pressure." Patient additionally reported "respiratory issues," "cardiomegaly," "fatigue," "migraines," "brain fog"; these events are not related to the device. Device remains implanted. This record is for the left side.